Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. Customer was advised to call back if the issue reappeared and acknowledged the instructions.